Manufacturer narrative:
Device photo analysis: it is not possible to determine the lot number or catalog through the photos provided. ¿ rupture: observed, opening on the device but cannot perform an assessment of the ¿ anxiety - product/ procedure: to observe as it is a medical event that is not related to the device ¿ double capsule: to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: d4; d6a; h4: h6.

Event description:
Healthcare professional reported right side textured to smooth exchange. Healthcare professional later reported rupture, double capsule. Device has been explanted.

Event description:
Healthcare professional reported right side textured to smooth exchange. Healthcare professional later reported rupture, double capsule. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.